Event description:
It was reported the pt is unable to activate stimulation. His programmer was stolen. The pt used the magnet to activate/deactivate stimulation, but over time using the magnet has become unsuccessful. Attempt to gather additional info was unsuccessful. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.